Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement of the clip opening while establishing final arm angle could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr). An xtw clip was positioned successfully. During the deployment sequence, the clip failed initial establishment of final arm angle (efaa), having continuously opened from 20 to 40 degrees. The failed clip was removed from the patient anatomy. Another clip was prepared and deployed reducing mr to 3-4. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.